Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There have been two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 37 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: cautions and warnings: examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Received one 60-5274-132 in unoriginal packaging. Lot number was not verified. Performed a visual inspection of the device, the lining sheath had slid up the electrode. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that 60-5274-132 lining sheath came off its seat on (B)(6) 2019 during a laparoscopic cholecystectomy. It is thought that this description is defining the loss of the sheath. Further assessment information was requested; however, advisement was that there is no further information available. There was no report of injury to the patient. The customer complaint form does not state that the component came into contact with the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.